Event description:
It was reported that there was a linear crack between the green hub and the white catheter, causing a leakage of fluid. The patient required an increase in the rate of inotropes to counter the hypotension that resulted from the loss of medication. The IV medications were moved to a different line and the patient¿s condition returned to baseline.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, a review of the manufacturing records could not be completed.